Manufacturer narrative:
All available information was investigated, and the reported physical resistance of the arm positioner and clip jumping were not confirmed via returned device analysis. The reported difficult to open was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficulty opening the clip appears to be related to the identified lock line slack in the lock lever. However, a cause for how the slack became present and physical resistance of the arm positioner could not be determined. The reported clip jumpiness appears to be due to troubleshooting maneuvers of difficulty to open. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation of a triclip xtw, there was difficulty with the opening the clip. This was reflected when the clip was unable to open after performing establish final arm angle (efaa). Troubleshooting was performed, and the clip could not open until the arm positioner was opened with force. The clip jumped open. Troubleshooting was repeated and the same issue presented. All the steps were performed as per instructions for use (IFU). The clip was replaced with another device to complete the procedure. There were no reported adverse patient effects or clinically significant delay.